Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a wearable failure but did not have another sensor to insert. The patient was also wearing a tandem insulin pump. There was no documentation regarding whether the patient was using a bg meter for backup during this time. At an unspecified time after the wearable failure, the patient had increased urination and was lightheaded. The patient¿s wife called 911. Once ems arrived, the patient¿s bg meter reading was 600 mg/dl. He was treated with insulin (route not specified) and was transported to the ER. At the ER, the patient¿s bg meter reading was 607 mg/dl. The patient was further treated with IV fluids. His bg meter readings were monitored every hour, however, he could not recall any of the specific values. The patient was discharged after approximately 6 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.